Event description:
It was reported that the pump issued persistent beeping and alerts when continuous glucose monitoring sensors were unavailable, and the user was operating in bg run mode with manual blood glucose entries. Symptoms included nuisance alarms. Outcomes included no reported hyperglycemia, hypoglycemia, hospitalization, or injury. Investigation included user education and troubleshooting on bg run operation, alert behavior, and required manual entry intervals. Investigation of this case revealed that the device performed as designed, generating alerts to prompt timely bg entry and ensure continued insulin delivery, and that the user required guidance on entering bg values at appropriate intervals to maintain dosing. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use of the device within its design specifications while awaiting replacement sensors.